Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customers "pump stopped working". Contact unable to provide additional information. Contact declined follow up from tandem technical support.